Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device via a pre-close technique prior to an interventional ablation procedure via a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Even though the device was held at an angle of 45 degrees and the plunger was pressed and removed, no suture was attached to the needle. The suture of one additional prostyle device was successfully pre-placed and the ablation procedure was completed using an 8.5f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.